Manufacturer narrative:
Lead: model 3093-28, lot v440501, implanted: (B)(6) 2010, explanted: na. Programmer: model 3037, serial (B)(4). Neurostimulator: model 3058, serial (B)(4), implanted: (B)(6) 2008, explanted: na. Lead: model 3093-28, lot v154642, implanted: (B)(6) 2008, explanted: na. Programmer: model 3037, serial: (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation. Additional information was requested. If additional information is obtained, a follow-up report will be sent.